Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty (bkp) procedure. During surgery, there was a little cement extravasation into the disc space which was seen during the case but nothing to alarm any potential risk. The product came in contact with the patient. The patient awoke with no feeling in their lower extremities. The adverse event was not attributable to the implanted cement.